Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device will not power on. Unknown patient involvement.

Event description:
The customer reported that the ventilator does not power on. There was no patient harm reported.

Manufacturer narrative:
Report date: 22sep2018. Date received by manufacturer: 19jul2018. EU gtin: (B)(4). Multiple attempts have been made to obtain repair information that have been unsuccessful. This record will be reopened upon receipt of additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.